Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent system without the stent. The balloon was loosely folded with blood and contrast present on the balloon. The stent was not returned for analysis. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The shaft is buckled/damaged 4.5cm from the distal tip. The shaft is kinked 40.9cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 7.0mmx19mmx150cm express¿ vascular sd stent was advanced but resistance was met at the 6f non-bsc sheath, so it was removed. The device was re-inserted but it seems tight and when it was removed again, the stent was found to be dislodged at the y connector part. The procedure was completed with an express sd stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced but resistance was met at the 6f non-bsc sheath, so it was removed. The device was re-inserted but it seems tight and when it was removed again, the stent was found to be dislodged at the y connector part. The procedure was completed with an express sd stent. No patient complications were reported and patient's status was good.